Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked during use. The following information was provided by the initial reporter: the emergency department connected the 20ml syringe to the micro pump for usage. It was found that under high pressure, the syringe was leaking between the plunger rod and the syringe, and a stamped version of the reply letter was required.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked during use. The following information was provided by the initial reporter: the emergency department connected the 20ml syringe to the micro pump for usage. It was found that under high pressure, the syringe was leaking between the plunger rod and the syringe, and a stamped version of the reply letter was required.

Manufacturer narrative:
H.6. Investigation: a device history review was performed for provided lot #1903226. The review did not reveal any detected quality issues during the production process that could have contributed to this incident. To aid in the investigation of this issue one sample video was provided. Through examination of the video sample, leakage was observed past the plunger lip component. It has been determined that this incident is a result of damage during the handling of the product through the manufacturing process or in the plunger assembly machine.